Manufacturer narrative:
The device was investigated by newport medical instrument, inc. (Nmi). The reported problem was not duplicated in the investigation lab. The device was calibrated and overhaul was performed by technical service department. Conclusion: the problem could not be duplicated in the f.I lab. Unit will sent to replace pump manifold, complete calibrations, and o.v.p.

Event description:
Pt setting seem to have switched while in use on a pt. The ventilator setting panel was set to lock prior to the incident. The ventilator was operating on the internal battery and pt mother periodically checked battery status. After 0.5 to 2 hrs of use, the battery indicated in red zone (low battery) so he ventilator was plugged in the power source. On the different day, the nurse was walking with pt on a wheelchair and noticed that the pt was breathing 'funny.' She called rt and rt noticed that the setting was different from the one that rt had set earlier.